Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the paravalvular leak (pvl) was attributed to patient factors (anatomy). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The 23mm sapien xt was implanted 70:30 aortic/ventricular, with 2+ paravalvular leak (pvl) seen on echo/angio. Post dilatation was performed with extra volume (total 2ml extra), but the pvl jet was unchanged. It appeared that the ncc location possibly didn't have enough coverage with the valve skirt and a second valve more ventricular would be appropriate. A second sapien xt valve was deployed with +2.5ml extra, more ventricular with a final of 50:50 to native annulus. Pvl leak was resolved by echo and angio. The patient had a functionally bicuspid valve with a very large ncc. The physician felt that the ncc didn't get a good seal with the skirt and valve needed to be slightly more ventricular. At last report, the patient was doing very well.